Event description:
False positive result (s). (B)(6) dob 10/20/1945 was scheduled for surgery at (B)(6). On (B)(6) 2023. She was administered a flowflex antigen test at that time and tested positive. We returned to maine and took a home antigen test from ihealth. Both of us tested negative. We then went to cvs and had an antigen test done by the attending nurse. Both came back negative. A sample was also sent to a lab for a pcr test. Both came back negative. This was all done (B)(6) 2023. On 3/7/2023 a flowflex test kit was purchased from cvs on (B)(6). (B)(6) did a home test that day. It came back positive. Lot # cov2030005. None of the antigen test results are available.

Manufacturer narrative:
Batch records, final product manufactured, and qc records were reviewed for lot cov2030005. No abnormal issue was found in the manufacturing process, technical testing, and quality control inspection, the manufacturing process complied with the dmr. Test results of retention samples meet the qc criteria. The reported issue was not found. Complaint is not verified.